Event description:
Hcp reported the pt presented with signs of withdrawal including pain, sweating, and nausea. The medication dose was increased without symptom relief. In 2003 surgery was performed to fix a "catheter leak". Three weeks later, a catheter dye study showed a catheter kink. A catheter replacement was done 10/2003. It was reported that two weeks postoperatively the pt had been off the prescribed oral pain medication and was doing o.k.